Event description:
The perfusionist reported experiencing systemic pressure drops after cardioplegia delivery. Medication was administered to compensate for the decreased pressure. There were no reports of pt injury.

Manufacturer narrative:
The cardioplegia cooling coil is a component of the custom perfusion pack. No product has been returned for eval. Pyrogen and hemolysis testing were performed on stainless steel cardioplegia coils pulled from production. Pyrogen test results were negative. Hemolysis test results were insignificant in relation to control devices. The supplier of the stainless steel cooling coils was contacted. There have been no changes made to the design or mfg process of these cooling coils. Review of the mfg records at the vendor showed no abnormalities. Since the product was not returned, no further analysis could be performed.